Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using ac power; however, the unit does not power on when using dc power. The dc fuse on the system board measures as an open circuit. This will prevent the device from charging the battery. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the rad-8 device does not function on dc power, even with a new battery. The customer states that the device would work on ac power. No known impact or consequence to patient.